Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo and two samples were received by our quality team for evaluation. From the photo and the samples, no nonconformance was observed on the scale line printing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. The current controls in place to prevent this nonconformance during the assembly process include a quality assurance outgoing three hourly visual inspection for barrel scale printing and an in-process two hourly visual inspection for barrel scale printing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from photo and returned samples, no abnormality observed on scale line printing. Review the DHR and no abnormality detected during production. Below are the current controls in place at assembly process: qa outgoing 3 hourly (sampling 100pcs) visual inspection for barrel scale printing. In-process 2 hourly (sampling 125pcs) visual inspection for barrel scale printing.

Event description:
It was reported that 2 syringes 5ml ll experienced scale marking issues. The following information was provided by the initial reporter: scale error.